Event description:
The versalet (incubator) humidity was set at 80% and measured humidity did not read greater than 65%. Facility was unable to adequately control the humidity in this unit. Facility continues to have problems with very low birth weight patients in this unit. The unit functions fine with larger patients.